Manufacturer narrative:
Section d6: further investigstion determined there were two devices that allegedly failed during initial test, prior to being placed into service. Section h: physio-control examined the devices & observed an intermittent malfunction of the high voltage connector assemblies in both devices. Further inspection of the assemblies noted the female pin depths appeared to be more recessed into the insulation than expected, resulting in intermittent contact. The assemblies were replaced, proper operation confirmed & the devices returned to the customer for use.

Event description:
Reportedly the customer was testing the device and the device allegedly displayed a continuous connect defib pads message during an analyze attempt.